Event description:
It was reported that the system was explanted and replaced due to infection. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.